Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a capsule was placed (B)(6) 2015 and the patient experienced pain six days later and was subsequently hospitalized for pain management. Two days later, another x-ray showed the capsule had detached from the esophagus and was in the small bowel.